Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 2.2 was not closing fully due to a stuck solenoid preventing proper actuation. A field service engineer (fse) replaced the latch sensor, but the issue persisted and solenoid replacement was identified as required with a follow-up visit planned. Further the fse performed mechanical adjustments including aligning the hard stop to ensure proper latch engagement, adjusting the retractor band to prevent interference with the rear drawer board, and reinstalling the drawer, followed by a station reboot. Post-repair testing through the application confirmed the drawer closed and latched successfully, and functionality was verified by both the customer, confirming the issue was resolved and the station operating normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.2 did not fully close and had no light in the back of the machine. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.